Manufacturer narrative:
The reported event of connector fitting issues and loose or intermittent connection was not confirmed. Visual inspection of the device revealed the device¿s septum was damaged and its setscrew inset was found stripped around the opening and was filled with septum debris, consistent with incorrect torque wrench insertion during the implant procedure. After septum debris was removed, the torque wrench able to be inserted and the setscrew can be tightened without any issue. Electrical and mechanical tests performed, including lead impedance and output verification, did not identify any functional issues.

Event description:
During an implant procedure, the hex wrench did not fit into the set screw of the device. Additionally, the set screw was unable to be tightened. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.